Event description:
IV pump free-flowed. Rn had placed a new bag of heparin 25,000 units/250cc and new tubing and IV pump. Rate was set at 12 cc/hr. Volume to be infused was set at 200cc. Pump turned on at 1400. At 1435 pump alarmed and nurse found bag empty. Volume to be infused was showing 197cc. Rate was noted set at 12cc/hr. Biomed checked pump after removed from room.